Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 151 mg/dl (aviva 1) and hi mg/dl (aviva 2), which on the system indicates a result in excess of 600 mg/dl. Results were obtained using the same strip lot vial. No adverse event reported. The customer declined to return the product; therefore, no product will be returned for product evaluation.